Event description:
Pt had anterior fusion of c3 to c6 with anterior stabilizing plate and screws. (Date unknown). Pt was involved in a mva resulting in a fracture to the cervical plate which was removed on 11/18/96 due to continued neck pain.